Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: caller was confused and thought they had call boston scientific. Caller said they were having difficulty conducting impedance test to confirm MRI eligibility and getting ins into MRI mode since september. Caller said pt told them the impedance test was wrong because the MRI mode test being performed did not account for the spaces not being used on the leads and MRI impedance test did not understand that there was a lead in a space that did not have a lead. Tss redirected to boston scientific. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).